Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the unit caused a burn in the calf of the patient at the time of the procedure. Immediately, medical debridement and dressing of the burn were done to treat the burn. No further information added.